Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. A follow up report will be submitted upon completion of the investigation.

Event description:
Customer complaint alleges " (B)(6) 2017, doctor in (B)(6) hospital found cuff leakage during use on patient. Doctor change for another tube to complete the surgery." There was no report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no obvious defects observed. The cuff pressure of the tracheal clear cuff and the blue cuff were then tested by inflating to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of tracheal clear cuff deflated rapidly at 25 mbar whereas the blue cuff pressure of the bronchial blue cuff maintained at 25 mbar. A water leak test was then conducted on the complaint device. No air bubbles were observed flowing out of the bronchial blue cuff whereas air bubbles were observed flowing out of the tracheal clear cuff. The area of leakage on the clear cuff was identified and observed under magnification. A cut mark was observed on the cuff. Based on the investigation performed, the reported complaint of cuff leakage was confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. In addition the failure was detected after intubation. It could not be determined what caused the leakage. (Con't) other remarks: *a conclusion code could not be found as the complaint was confirmed; however, a root cause was not identified.

Event description:
Customer complaint alleges " (B)(6) 2017, doctor in (B)(6) hospital found cuff leakage during use on patient. Doctor change for another tube to complete the surgery." There was no report of patient harm. Patient condition reported as "fine".